Event description:
Approximately nineteen weeks after hvad implantation this patient had syncopal episode during battery exchange. Patient reported having a low battery alarm. Upon disconnecting the low battery the no power alarm started and the patient lost consciousness. The patient's wife connected a battery and he regained consciousness. At the patient's request the controller was exchanged during a clinic visit. The site instructed the patient to remove the battery identified to be in use during the event from service. The devices will be returned to heartware for evaluation. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient had a syncopal episode during a battery exchange after experiencing a critical battery and a no power alarm. The controller ((B)(4)) and battery ((B)(4)) were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed "critical battery' and "power disconnection' alarms all involving one battery ((B)(4)). The returned battery passed visual inspection but failed functional testing as a result of exhibiting early depletion of a cell pair, which caused the cell pair voltage to drop below the minimum voltage threshold. The returned controller failed visual inspection as a result of a damaged locking tab on power source one (ps1) causing an unreliable power connection; however, the unit was able to pass functional testing. The mostly likely root cause of the reported event may be attributed to a combination of faulty lishen internal cells within the hvad battery pack, a communication error between the controller and batteries, and the damaged locking tab on ps1. The manufacturer has opened an internal investigation to evaluate these types of issues. Z-1917-2015: field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). Z-1698-2015: a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Z-1607-2014: field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluated: (B)(4)/1403us - expiration date. 02/28/2014 (received (B)(4) 2014). (B)(4)/1650 - expiration date. 04/30/2015 (received (B)(4) 2014). Controller - (B)(4). Battery - (B)(4).

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller (con092391) and the battery (bat107324) are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted with-in thirty (30) days of completion of the investigation.